Event description:
It was reported that a patient underwent a balloon kyphoplasty procedure to treat a compression fracture at t12. It was reported that "slight cement leakage was observed into spinal canal by the image at immediately post-op". According to the report, the patient was asymptomatic and additional intervention was not required. The physician commented that "the cement was too filled near posterior wall". It was also reported that the cement was not stored at 23 +/-1°c for 24 hours prior to use. No patient complications were reported.

Manufacturer narrative:
(B)(6). (B)(4). Location: hospital. Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.